Event description:
A medtronic representative reported that the site had a thoracic clamp with a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient involved with this concern.

Manufacturer narrative:
Device lot # and mfg date provided. A replacement clamp has been sent to the site for issue resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Suspect clamp evaluation confirmed threads are damaged and clamp can no longer tighten or loosen; the hex socket is also damaged and partially rounded out. Stripped screw threads were the failure mechanism.